Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer had been reusing insulin from a previous cartridge. Tandem customer technical support informed customer that reusing insulin is off-label. System check was performed and there was a blockage in the cartridge. Customer changed cartridge and infusion set to address the issue. The customer¿s blood glucose (bg) level was 526 mg/dl. Elevated bg was addressed by manual insulin injection.

Manufacturer narrative:
Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.